Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the system functioned within specifications. No issues were reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that he system became unresponsive when exiting the application. After the system was restarted, it became unresponsive and the screen showed "no input detected". The system was restarted again, which resolved the issue. No patient was present during the time of the reported incident.